Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer reseated row board connection and confirmed there was no issues with drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4.1 and pockets c3, d1, e1 failed. The customer stated that the malfunction occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.